Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt had the device and extension replaced due to impedance issues. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.